Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had pain at the implantable neurostimulator (ins) site, it was tender to touch, swollen, the ins was bulging/sticking out and it hurt really bad when she touched it. The patient noted that these issues happened suddenly like ¿something popped in there¿. There were no trauma/falls reported that could be related to the issue. There were no reports of device issues or allegations. The patient was redirected to their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was having problems with her device battery. There were no further complications reported or anticipated.